Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2020-16106. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. It was also noted that the right ventricular (rv) lead exhibited externalized conductors. The patient was asymptomatic. No intervention was reported.